Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, intermittent sensing resulting in inappropriate pacing was observed on the device. The patient is being monitored and was stable.